Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal injection of vancomycin (1 gram every five days, duration not reported) and injection of meropenem (1 gram once a day, for 14 days, route not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was available.